Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 4mm pen needle was unable to be removed from the pen, and the pen needle being unable to detach. The following information was provided by the initial reporter: the user report that it was difficult to detach the pen needle from the pen with the needle case upright. This was for market research only. The patient did not inject into their body.

Manufacturer narrative:
H6: investigation summary four photos and one open 34g x 4mm pen needle sample were returned from an unknown lot. No., cat. No. 320623. A functionality test as per q-sop-183-dl was carried out on the returned sample and a loose hub in cover was observed. A review of ewo-20-147p was carried out no related non conformances were raised in association with this defect and all inspections were performed as per the applicable operations and met qc specifications. This issue was caused by an interference fit between the hub and the cover. H3 other text : see h10

Event description:
It was reported that the bd 4mm pen needle was unable to be removed from the pen, and the pen needle being unable to detach. The following information was provided by the initial reporter: the user report that it was difficult to detach the pen needle from the pen with the needle case upright. This was for market research only. The patient did not inject into their body.